Manufacturer narrative:
It was not possible to match this event with any previously reported event. The main component of the system and other applicable components are: product ID: neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Mokadem, m., noureddine, l., howard, t., mchenry, l., sherman, s., fogel, e.l., watkins, j.l., lehman, g.a. Total pancreatectomy with islet cell transplantation vs intrathecal narcotic pump infusion for pain control in chronic pancreatitis. World journal of gastroenterology. 2016;22(16):4160-4167. Doi: 10.3748/wjg.v22.i16.4160. Summary: to evaluate pain control in chronic pancreatitis patients who underwent total pancreatectomy with islet cell transplantation or intrathecal narcotic pump infusion. Reported events: one itnp (intrathecal narcotic pump) patient developed serious meningitis requiring permanent removal of the catheter and pump. . Two patients who underwent the intp infusion had bacterial meningitis. One of them was serious enough to necessitate catheter and pump removal and was excluded from the study. . One patient had csf (cerebrospinal fluid) leak that was surgically repaired with no further reported complications.